Event description:
It was reported that the device shows the magnet rate of 65 and the lower rate is programmed to 70. The patient's chart indicated there had been treatment for kidney disease a short time ago. The device remains in use. No patient complications have been reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.